Event description:
The product was used during a thoracoscopic biopsy procedure. Reportedly, the instrument did not fire and the counter dropped from 4 to 0. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.